Event description:
Covidien rec'd info that the 840 ventilator had the bottom display distorted. No pt was connected to the device when the failure occurred.

Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) advised the customer to replace the video graphic control (vga) on the graphical user interface (gui), printed circuit board (pcb). Covidien was not authorized to service the device. (B)(4).